Event description:
The customer reported that the system displayed an error with a red warning triangle and that no radiation was possible. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no additional service info was provided.